Event description:
Additional information received reported the cause of the event was an unknown pump issue. There was another dose adjustment on (B)(6) 2013. The patient complained of ¿feeling like she was coming out of her skin.¿ the patient outcome was listed as ¿serious life threatening injury/illness ¿ recovered with sequelae.¿

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. Symptoms of increased baseline pain, nausea and irritability began on (B)(6) 2013. The patient last had a refill on (B)(6) 2013 at which time there was no volume discrepancy noted. No active alarms occurred upon interrogation of the pump and programming was noted to have been accurate. No diagnostic studies were performed. The patient was currently admitted to the hospital. The device system was used to deliver morphine and clonidine. It was later reported that the manufacturer representative was called to the hospital on (B)(6) 2013 to assist the attending physician with turning the pump down from 8.3mg/day to 6mg/day. The patient was in the intensive care unit (ICU) at that time. The reason for turning the pump down was due to the patient being confused and somewhat sedated. The patient¿s managing physician and the attending physician were in contact with each other for the patient¿s care. Additional information has been requested but was not available at the time of this report.